Event description:
It was reported that the ventilator had an issue with pins on the touch screen and they were not working. No patient involvement. The investigation is ongoing.

Manufacturer narrative:
The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The rse provided the customer with a parts ID for a printed circuit board assembly (pcba) power management (pm). The customer replaced the pm pcba to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time.